Event description:
The customer reported to olympus, upon removal of the olympus endoscope, at the end of the endoscopic retrograde cholangiopancreatography (ercp), the distal cover fell off and was found in the patient's mouth. It was noted the distal cover piece had a crack in it. The distal cover was removed with a finger swipe from the patient's mouth. No harm or injury. No procedural delay. The customer reported the endoscope was inspected prior to use to ensure the appropriate assembly of attachments and the scope is undamaged and acceptable for use. No anti-fog agents were used. Lubricant is applied on the ends of all scopes before insertion. No damage to the distal cover was found after attaching it to the endoscope. The customer reported the staff knows they are supposed to pull back on the tip to ensure the connection is secure. Customer requested an in-service on how to properly attach the distal cover to the endoscope. This event includes 2 reports: (B)(6): maj-2315, h1z16, (B)(6): tjf-q190v, 2225698, this report is 2 of 2 for (B)(6): tjf-q190v, 2225698.